Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that retained fibers were observed in the eyes of two pts following surgery. The nurse also stated the weck-cel sponges are falling out of the plastic bags inside the custom pack prior to opening and suspects the sponges could be tracking fibers from the table cover. Add'l info from the nurse indicated the fibers are only visible under a microscope and there is no pt impact.